Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the head of the monocular was loose on the microscope before surgery. The microscope was used to initiate cataract surgery without any issue.

Manufacturer narrative:
The company service representative examined the system. And was able to confirm and replicate the reported event. The company service representative replaced the optical head to resolve the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The optical head was received for evaluation. The returned optical head could not be installed into a system for testing, because the returned optical head was disassembled prior to receipt. The root cause of the reported event can be attributed to a loose optical head. The returned optical head could not be installed into a system for testing, because the returned optical head was disassembled prior to receipt. Therefore, the component level root cause cannot be determine at this time. The manufacturer internal reference number is: (B)(4).